Event description:
Additional information received indicated the device was in backup mode and as a result, it delivered backup pacing.

Manufacturer narrative:
The reported events of premature battery depletion, no pacing, backup mode, inability to interrogate, and loss of low voltage therapy were confirmed. As received, the device had no telemetry communication and no output. Visual inspection of the header attachment area detected a bonding anomaly. A device hermeticity breach was observed, consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to the internal electronics. The device was cut open to enable further testing and battery was found depleted. Hybrid circuitry was tested, resulting in high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Event description:
The patient presented in clinic after receiving inappropriate pectoral stimulation. Upon interrogation, backup pacing was being delivered by the device. An echocardiogram was performed and pauses were observed by the physician. The physician attempted to interrogate the device again, however, it was no longer able to be interrogated. The electrocardiogram was reviewed and loss of low voltage therapy was observed. The physician alleged premature battery depletion to be the cause of the event and the device was explanted and replaced to resolve the event. The patient was in stable condition.